Event description:
While giving flu shots in reporter's office, it has been noticed that the safety needle device used leaks near the hub of the syringe. Reporter's office is using the "new" bd integra syringe for the intramuscular injections such as the flu shots. The device near the hub of the syringe will leak occasionaly when administering the injection. The needle is checked first to see if tight in the syringe yet it still will leak. Question if from the retracting needle device inside of this syringe. Reporter has just recently started with this product as it was just released for sale by becton dickinson and company.